Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported an improper flow through the certas valve (ID 828814pl) during revision surgery. No additional information has been provided after several attempts

Manufacturer narrative:
Updated fields. The certas valve (ID 828814pl) was returned for evaluation. Failure analysis - the position of the cam when valve was received was at setting 1. The valve was visually inspected, needle hole was noted in the needle chamber. The valve was hydrated. The valve was leak tested, and it passed; only leaked from the needle hole in the needle chamber. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. Root cause analysis - the possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve, at the time of investigation no functional issues were noted.

Event description:
N/a